Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for the past 2 days they have been seeing a message on their controller that says settings not available. Caller stated that they can decrease the intensity but not increase it. Caller added that they tried resetting the controller but that did not resolve the issue. Caller noted that they have tried all the programs, but none of them work. The patient was redirected to their healthcare provider to further address the issue. Caller became escalated stating the rep needs to come to their house because they can't drive. Caller mentioned that they had surgery yesterday to have their old stimulator removed and a new one put in. Caller stated they have 3 stimulators and they need this one to work. Caller said their follow up appointment is scheduled for 2 weeks from now but they can't wait that long. Agent advised caller to follow up with their physician.

Manufacturer narrative:
Concomitant medical product: product ID neu_unknown_lead lot# serial# unknown product type lead product ID neu_unknown_lead lot# serial# unknown product type lead product ID neu_unknown_lead lot# serial# unknown product type lead product ID 97715 serial# (B)(6) implanted: (B)(6) 2022 product type implantable neurostimulator product ID 97715 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider (hcp) reported the patient (pt) had impedances, issues, and there was a replacement of old leads with new ones on (B)(6) 2024. Pt came in a week after this surgery and had some issues but worked with one of the reps. Hcp provided contact of a manufacturing rep who may have additional details. The rep later reported the hcp just wanted to take out old lumbar leads and implant new ones. There were 3 old leads taken out and two were implanted. Serial numbers unknown. The rep was aware the day of the surgery. The devices were sent to pathology, and pathology will let the rep know when and if they can return them. Patient also has two other batteries, unknown which battery the settings not available message is associated with. Pt never really had any other issues that were reported to the rep. The new leads are doing fine, and pt is receiving therapy. Everything is working fine after the surgery.